Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via a contralateral approach. The 100% stenosed chronically occluded target lesion was located in the moderately tortuous left superficial femoral artery (sfa). An unknown guide wire was placed in the lesion after several unsuccessful attempts with 6 non bsc guide wires. Pre-dilatation was to be performed with the 3.0mm x 40mm sterling balloon catheter. The balloon was inflated to 6 atms and during the second inflation, the balloon ruptured at 10 atms. The balloon was removed intact and the procedure was completed with a 4.0mm x 60mm sterling balloon. There were no patient complications reported and the patient's status is good.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on with strip insertion or pressing buttons. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report; 510 (k) # is k082590.